Manufacturer narrative:
(B)(4). Evaluation summary: no sample was returned however, a photograph was available for evaluation. Photographic inspection revealed that the tubing of the set has a small folding but the tubing was not kinked. Functional test could not be performed as sample was not available. The reported condition was not confirmed. The root cause was not determined. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.

Event description:
A nurse reported to baxter (B)(4) of a buretrol solution administration set in which "the spike of the set was introduced on the npt bag and kinked, causing the occlusion and making the set unable to prime the burete chamber." The event occurred during priming. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available at this time.